Event description:
It was reported that after the lens was inserted the lens haptic ripped during unfolding in the capsular bag. The lens was removed and replaced with another lens. A switch was placed in the incision. It is unk what type of inserter was used. Additional info has been requested but no new info has been received.

Manufacturer narrative:
The lot history record was reviewed for the lens and there were no nonconformities or anomalies relate to this complaint. The product was deemed acceptable for release. The device has been received for evaluation. The event investigation is underway. A supplemental report will be submitted upon completion of the investigation.